Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 100-150's mg/dl. Customer cleared the alarm and resumed insulin delivery. Multiple attempts were made by tandem technical support to follow up with the customer; however, no response from the customer was received.